Event description:
The lay reporter contacted lfs on (B) (6) 2010, alleging inaccurately high readings on the pt's one touch ultralink meter. The reporter mentioned that the pt's meter reads higher than their physician's meter. The reporter mentioned that on (B) (6) 2010 at around 3:00 pm, the pt tested his blood glucose and obtained a 169 mg/dl and 10 minutes later started to develop symptoms which consisted of feeling lightheaded, dizzy, and felt as if he was going to pass out. The pt went and visited the physician and tested less than 30 minutes later on the physician's meter and obtained a 38 mg/dl. The physician treated the pt with glucose tablets/glucose gel. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A qc test was not done since the pt did not have any control solution. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the pt alleged that due to the elevated reading, they developed symptoms suggestive of hypoglycemia and had to receive medical treatment at the physician's office.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.